Event description:
It was reported: due to pain a revision surgery is planned. It is reported that a revision surgery is planned due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.